Event description:
It was reported that during a shoulder procedure using a super turbovac 90 with integrated cable, an electrode fell off of the wand tip and into the surgical site. The surgeon was unable to retrieve the electrode. The procedure was completed using a backup wand. There were no significant delays or patient complications reported as a result of this event.